Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The 90% stenosed target lesion was located in the tortuous and calcified proximal intraventricularis artery. The lesion was predilated with a 1.5x20mm maverick balloon. The physician then advanced the 2.25x16mm taxus liberte stent to the target lesion and the stent dislodged from the stent delivery system in the proximal left anterior descending artery (lad). The stent was deployed in the proximal lad, which was not the target lesion with another unspecified balloon and postdilation was performed with a 2.5mm quantum balloon. The procedure was successfully completed with another of the same device deployed at the target lesion with no patient complications reported.